Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they received a replacement implant on monday, but it was not effectively addressing their incontinence. The patient expressed concern about the device vibrating in their right hip, especially when sitting on hard surfaces. The agent asked if the patient wanted to reduce the stimulation to manage the vibration better, but the patient indicated they knew how to adjust it and hadn't changed the settings since monday. The agent advised the patient that they could decrease the stimulation strength for more comfort and recommended following up with their healthcare provider (hcp) to discuss next steps. The patient was directed to consult their hcp for further assistance. They have an appointment scheduled with their hcp on the 27th. The patient reported having no change in baseline and never receiving therapy benefit.